Event description:
The customer received control results of 166 and 171mg/dl on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution. New meter, strips and control were sent to the customer.